Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited unspecified oversensing which caused pacing inhibition. No intervention was performed. The patient was stable.